Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (damaged cable, service code 204) has been confirmed.  Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable.    The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and was receiving a service code 204 (belt/monitor unusable).